Manufacturer narrative:
Evaluation of the returned 3maxc revealed a fracture near the hub. This damage was likely the reported kink. If the device is advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. During functional testing, the 3maxc was advanced through a demonstration benchmark without an issue. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and guide catheter. During the procedure, the physician flushed the 3maxc and placed the guide catheter in the patient. While advancing the 3maxc through the guide catheter, the physician experienced slight resistance and found a kink at the proximal end of the 3maxc. Therefore, the 3maxc was removed. The procedure was completed using a new 3maxc and the same guide catheter. There was no report of an adverse effect to the patient.